Event description:
It was reported that during priming with bd nano¿ 4mm pen needle medication did not flow. The following information was provided by the initial reporter: it was reported that the needle clogged during priming.

Manufacturer narrative:
Investigation summary: customer returned (10) loose 32gx4mm bd pen needles without tear drop labels or cannula shields attached. All 10 returned pen needles were examined, and it was observed that 8 exhibited a bent non-patient end (npe) cannula. No evidence of manufacturing defect was observed. Since all 10 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure for needle clog. Bd was able to duplicate or confirm the customer¿s indicated failure for bent cannula npe. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex a grid: a0401.

Event description:
It was reported that during priming with bd nano¿ 4mm pen needle medication did not flow. The following information was provided by the initial reporter: it was reported that the needle clogged during priming.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during priming with bd nano¿ 4mm pen needle medication did not flow. The following information was provided by the initial reporter: it was reported that the needle clogged during priming.